Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hypoxia. After completing a pulsed field ablation procedure, the patient was still in atrial fibrillation. Therefore, the patient was cardioverted and the rhythm came back into sinus rhythm. The farawave pulsed field ablation catheter was moved around in the chamber to pace the veins, and an exit block was confirmed. The catheter was moved around in the flower configuration with the wire inside the catheter, while pacing around, the blood oxygen level started dropping and the patient went into hypoxia. An intracardiac echocardiography (ice) was performed and no effusion was observed. The lowest pulse oxygen reading was in the low 70s. A CT scan was performed, and no signs of a pulmonary embolism or blockage was confirmed. The patient was admitted overnight for monitoring and expected to fully recover. The catheter is not expected to return as it was disposed, and the lot number is not available. It was further reported that the physician provided additional information regarding the acute hypoxia. There was evidence of hemolysis and elevated transaminases. It was further reported that this patient was an 80-year-old patient with a history of prior radiofrequency ablation procedure, now persistent atrial fibrillation and had a permanent pacemaker with a setting of ddd, tricuspid regurgitation and normal left ventricle function. The patient had minimal pulmonary vein signals on redo noted, and no prior posterior wall ablation. The patient underwent approximately 92 lesions and direct current cardioversion (dccv) at the beginning of the procedure as well as later in the case. Mapping was performed and during the procedure, after the second cardioversion, the patients oxygen saturation suddenly dropped to 56 percent with an arterial oxygen of 85 and blood pressure in the 90s. The patient was on neo for the entire case. No pneumothorax was noted, and the endotracheal tube was in the correct position. Within 30 minutes, the oxygen saturation improved. Additional pressors were administered to support blood pressure. The left ventricle appeared stunned with an lvef of 35 percent. Hemoglobin levels were at 12 pre-procedure, dropped to a nadir of 8.6, and then increased to 10. Aspartate aminotransferase (ast) and alanine aminotransferase (alt) levels were in the 3000-4000 range. Total bilirubin was 2.1, with conjugated bilirubin at 1.5. The next day, haptoglobin was in the normal range of 110, and no urine hemosiderin was detected. The patients blood pressure and oxygen saturation have since normalized. It was further reported that hemolysis is unlikely as given the normal haptoglobin and absence of hemoglobinuria. Additionally, a profound degree of hemolysis would be unlikely to improve in 30 minutes. It was suggested that maybe the patient experienced left-to-right shunt. However, the femoral decannulation (fd) remained in place with the catheter left sided the entire time. Thus, it is challenging to present a definitive diagnosis for this case. No further information is available.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B.2. Outcomes attrib to adv event: corrected d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific confirmed the reported clinical observation of hypoxia, exit block, atrial fibrillation, liver dysfunction, anemia and hypotension. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the available information, boston scientific's investigation findings determined that the adverse event was related to patient condition. Hypoxia is most consistent with an acute, transient physiological event occurring during the procedure as the patient had a complex clinical history, including advanced age (80 years), persistent atrial fibrillation, prior radiofrequency ablation, presence of a permanent pacemaker, and tricuspid regurgitation, which may have contributed to increased procedural risk. The patient remained in atrial fibrillation during the procedure, requiring cardioversion, after which exit block was present, without evidence of mechanical device cause. An evaluation rules out pulmonary embolism, pneumothorax and pericardial effusion. Hemolysis was discarded due laboratory findings. The patient's advanced age, cardiac condition, and procedural complexity may have contributed to this event. These events represent a clinically cascade, with hypoxia as the initiating event and hypotension, liver dysfunction, and anemia as downstream consequences in a high-risk procedural. There were no indications of device malfunction or performance issues, and the device was not returned for analysis.

Event description:
It was reported that the patient experienced hypoxia. After completing a pulsed field ablation procedure, the patient was still in atrial fibrillation. Therefore, the patient was cardioverted and the rhythm came back into sinus rhythm. The farawave pulsed field ablation catheter was moved around in the chamber to pace the veins, and an exit block was confirmed. The catheter was moved around in the flower configuration with the wire inside the catheter, while pacing around, the blood oxygen level started dropping and the patient went into hypoxia. An intracardiac echocardiography (ice) was performed and no effusion was observed. The lowest pulse oxygen reading was in the low 70s. A CT scan was performed, and no signs of a pulmonary embolism or blockage was confirmed. The patient was admitted overnight for monitoring and expected to fully recover. The catheter is not expected to return as it was disposed, and the lot number is not available. It was further reported that the physician provided additional information regarding the acute hypoxia. There was evidence of hemolysis and elevated transaminases. It was further reported that this patient was an 80-year-old patient with a history of prior radiofrequency ablation procedure, now persistent atrial fibrillation and had a permanent pacemaker with a setting of ddd, tricuspid regurgitation and normal left ventricle function. The patient had minimal pulmonary vein signals on redo noted, and no prior posterior wall ablation. The patient underwent approximately 92 lesions and direct current cardioversion (dccv) at the beginning of the procedure as well as later in the case. Mapping was performed and during the procedure, after the second cardioversion, the patient's oxygen saturation suddenly dropped to 56 percent with an arterial oxygen of 85 and blood pressure in the 90s. The patient was on neo for the entire case. No pneumothorax was noted, and the endotracheal tube was in the correct position. Within 30 minutes, the oxygen saturation improved. Additional pressors were administered to support blood pressure. The left ventricle appeared stunned with an lvef of 35 percent. Hemoglobin levels were at 12 pre-procedure, dropped to a nadir of 8.6, and then increased to 10. Aspartate aminotransferase (ast) and alanine aminotransferase (alt) levels were in the 3000-4000 range. Total bilirubin was 2.1, with conjugated bilirubin at 1.5. The next day, haptoglobin was in the normal range of 110, and no urine hemosiderin was detected. The patient's blood pressure and oxygen saturation have since normalized. It was further reported that hemolysis is unlikely as given the normal haptoglobin and absence of hemoglobinuria. Additionally, a profound degree of hemolysis would be unlikely to improve in 30 minutes. It was suggested that maybe the patient experienced left-to-right shunt. However, the femoral decannulation (fd) remained in place with the catheter left sided the entire time. Thus, it is challenging to present a definitive diagnosis for this case. No further information is available.

Event description:
It was reported that the patient experienced hypoxia. After completing a pulsed field ablation procedure, the patient was still in atrial fibrillation. Therefore, the patient was cardioverted and the rhythm came back into sinus rhythm. The farawave pulsed field ablation catheter was moved around in the chamber to pace the veins, and an exit block was confirmed. The catheter was moved around in the flower configuration with the wire inside the catheter, while pacing around, the blood oxygen level started dropping and the patient went into hypoxia. An intracardiac echocardiography (ice) was performed and no effusion was observed. The lowest pulse oxygen reading was in the low 70s. A CT scan was performed, and no signs of a pulmonary embolism or blockage was confirmed. The patient was admitted overnight for monitoring and expected to fully recover. The catheter is not expected to return as it was disposed, and the lot number is not available. It was further reported that the physician provided additional information regarding the acute hypoxia. There was evidence of hemolysis and elevated transaminases. It was further reported that this patient was an 80-year-old patient with a history of prior radiofrequency ablation procedure, now persistent atrial fibrillation and had a permanent pacemaker with a setting of ddd, tricuspid regurgitation and normal left ventricle function. The patient had minimal pulmonary vein signals on redo noted, and no prior posterior wall ablation. The patient underwent approximately 92 lesions and direct current cardioversion (dccv) at the beginning of the procedure as well as later in the case. Mapping was performed and during the procedure, after the second cardioversion, the patients oxygen saturation suddenly dropped to 56 percent with an arterial oxygen of 85 and blood pressure in the 90s. The patient was on neo for the entire case. No pneumothorax was noted, and the endotracheal tube was in the correct position. Within 30 minutes, the oxygen saturation improved. Additional pressors were administered to support blood pressure. The left ventricle appeared stunned with an lvef of 35 percent. Hemoglobin levels were at 12 pre-procedure, dropped to a nadir of 8.6, and then increased to 10. Aspartate aminotransferase (ast) and alanine aminotransferase (alt) levels were in the 3000-4000 range. Total bilirubin was 2.1, with conjugated bilirubin at 1.5. The next day, haptoglobin was in the normal range of 110, and no urine hemosiderin was detected. The patients blood pressure and oxygen saturation have since normalized. It was further reported that hemolysis is unlikely as given the normal haptoglobin and absence of hemoglobinuria. Additionally, a profound degree of hemolysis would be unlikely to improve in 30 minutes. It was suggested that maybe the patient experienced left-to-right shunt. However, the femoral decannulation (fd) remained in place with the catheter left sided the entire time. Thus, it is challenging to present a definitive diagnosis for this case. No further information is available.

Manufacturer narrative:
Additional information was provided in section h6 evaluation conclusion codes and section h10 related report number. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.